Event description:
An e-mail complaint received from a customer stated "the circular piece that you attach the disposable inner cannula separated from the cannula on this trach." "The trach was originally placed in the pt on (B) (6) 2009." "The failure was noticed on (B) (6)." "The trach was removed from the pt on (B) (6)." "It was not a scheduled replacement." "There was no pt harm."

Manufacturer narrative:
The info reported suggests the device was not used according to the manufacturer's direction for use. The device is not to be used passed twenty-nine days. Attempts are being made to obtain further info from the reporting source.